Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that the device is missing a segment in the display. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was turned on with a new set batteries but was observed that some segments on display did not illuminate. Internal inspection isolated the failure to a component of the system board. The board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) years with no previous issues related to this reported event. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
The customer reported that the device is missing a segment in the display. No consequences or impact to patient were reported.